Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a blue foreign material is inconclusive due to the state of the returned sample. One 20 ml syringe as well as one photograph of two syringes were returned for evaluation. An initial visual as well as microscopic observation showed no foreign material on or within the returned syringe. The returned photograph showed a partially withdrawn syringe with a small piece of a blue material within. No other details of the small blue material could be ascertained from the returned photograph. Since no foreign material was found within the returned syringe, and the identity and source of the blue material within the returned photograph could not be determined, this complaint is inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient was placed in the bard three-way valve PICC catheter on (B)(6) 2021, and the fourth chemotherapy was started on (B)(6) . The medication was administered intravenously with esomeprazole sodium, tropisetron hydrochloride, magnesium isoglycyrrhizinate, and dexamethasone. Note: fluorouracil was pumped in by a microcomputer pump, and the chemotherapeutic drugs were flushed before and after. The fluorouracil infusion was completed on the evening of (B)(6) , and the tube was sealed and discharged from hospital on the 26th. On the afternoon of (B)(6) , when I went to the PICC clinic for maintenance and replacement of the membrane, a foreign body similar to a tubular catheter was found. After the removal, it was confirmed that there was no foreign body in the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq2806 showed three other similar product complaint(s) from this lot number.

Event description:
The patient was placed in the bard three-way valve PICC catheter on (B)(6) 2021, and the fourth chemotherapy was started on (B)(6). The medication was administered intravenously with esomeprazole sodium, tropisetron hydrochloride, magnesium isoglycyrrhizinate, and dexamethasone. Note: fluorouracil was pumped in by a microcomputer pump, and the chemotherapeutic drugs were flushed before and after. The fluorouracil infusion was completed on the evening of (B)(6), and the tube was sealed and discharged from hospital on the (B)(6). On the afternoon of (B)(6), when I went to the PICC clinic for maintenance and replacement of the membrane, a foreign body similar to a tubular catheter was found. After the removal, it was confirmed that there was no foreign body in the catheter.